Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and the external devices. The pt is without stimulation therapy. Replacement external devices were used to no avail. Surgical intervention is pending to address the issue.